Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of a fentanyl overinfusion was confirmed. Physical inspection showed the device had a cracked and separated lower platen hinge. There were no anomalies observed with the primary set. Analysis of the pcu event log shows that the pump module was in use and infusing fentanyl standard dose 1000 mcg in 100 ml at a rate of 5 ml/hr. At 2:19 am on (B)(6) 2017, the vtbi was changed to 85 ml. At 2:57 am, the door was opened and the device alarmed for flo stop open for 3 seconds. The door was closed and the infusion restarted. At 7:22 am, the user selected the device and selected softkey 14 (start). The user then cleared the volume infused. At 8:01 am, the device was paused. At 8:24 am, the device was removed from the system. The volume recorded as being infused during this period was 28.448 ml. Functional testing was performed and the device was delivering fluid within specification. However, because the lower platen hinge was broken, the pump module was confirmed to exhibit unregulated flow depending on how the platen was seated when the pump module door was closed. There were no leaks observed from the set. The root cause of the customer¿s report of a fentanyl overinfusion was identified as a broken lower platen hinge.

Event description:
The customer reported that a 100 ml/1000 mcg infusion of fentanyl was programmed to infuse at 5 ml/50 mcg/hr. After an unspecified period of time, the rn noticed the bag was empty despite ensuring the pump was programmed correctly and the door was closed. As a result, the patient required frequent vital sign monitoring and neurological exams. There was no lasting patient harm.